Event description:
(2/2, reference (B)(4) for related complaints) (documenting cassette): per email (medwatch report #mw5108137, report date: 25-dec-2021): inbound. Patient reports cadd legacy pump alarming no disposable. Clamp tubing with 47 ml reservoir volume in cassette. No cadd cassette information available. No further details provided.